Event description:
During the leadless pacemaker (lp) system implant procedure, there was no capture when the lp was fixated and deflection test was performed. The lp was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture could not be confirmed. Visual inspection showed that the outer helix length was stretched out of specification consistent with applied force during the procedure. Visual inspection showed that the inner helix length was within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted; the device passed all tests. Further analysis was performed, including output/capture verification, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.